Event description:
It was reported that the nurse reported an event that occurred the week of remediation ((B)(6) 2023) where 3 different channels alarmed for channel error ¿back-to-back¿ when infusing vasopressors and other continuous infusions. Each module would work for a short duration, and then alarm again, even when changing the entire IV set up including the pcu. No patient harm reported because the nurse was at the bedside and able to troubleshoot quickly, per customer. The issue was reported to bd associate during their site visit. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.